Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/21/2021. 1. The patient demographic info: age, weight, bmi at the time of index procedure. 38, weight and bmi not recorded. 2. Name of initial surgical procedure. Trans- obturator tape for stress incontinence. 3. What were current symptoms following the index surgical procedure? Onset date? 2019 haematuria, urge incontinence and recurrent stress incontinence. 4. What are the patient comorbidities/concomitant medications? Bmi 37 and recent ex smoker. Asthma inhalers. 5. The initial approach for the index surgical procedure? In to out trans-obturator approach. 6. Any concurrent procedure/device implantation? No additional procedures. 7. Were there any intra-operative complications? None. 8. When was the mesh exposure first noted by a physician? (B)(6) 2019 cystoscopy. 9. Mesh exposure site/location, symptoms and diagnostic confirmation? Anterior urethra. 10. Were any concomitant procedures performed? No. 11. Location and character of the pain? Right groin pain. 12. Describe any medical/surgical intervention for exposure and pain including dates and surgical findings. Total excision (B)(6) 2019 (bristol). 13. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Smoker and obesity (bmi not known in 2006 but 38 in 2019) 14. What is the patient's current status? Stress incontinence resolved with autologous fascial sling. No comment on any residual pain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2021. Additional information: h6 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).   A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 2917987 and product code 810081. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Were any concomitant procedures performed? Location and character of the pain? Describe any medical/surgical intervention for exposure and pain including dates and surgical findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2006 and the mesh was implanted. It was reported that the device was inserted without complication in 2006. There was a good treatment response at 3 month follow up with no significant symptoms. It was reported that the patient represented with pain and hematuria in 2019. There was erosion of the tape into anterior urethra. It was further reported that the patient had to have removal of tape on (B)(6) 2019. Additional information was requested.